Event description:
Trach changed without incident. The trach and the obturator-stylet- were brought to be cleaned and sterilized. During cleaning, unable to pass water through the trach tube. Plastic white tip from obturator was lodged into trach tube.